Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and valve leak.

Event description:
Healthcare professional reported deflation. Later, it was reported ¿hole on valve side.¿ device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on posterior side assessed as fold flaw opening. Valve leak and/or damage: not observed. Additional observations: crease fold is observed. Wear abrasion is observed. White particles in shell are observed. Brown particles in fill channel are observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported deflation. Later, it was reported ¿hole on valve side.¿ device has been explanted. This relates to the left side.